Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 04/20/2016. Evaluation of the incident electrode found the blue insulation was scratched and the electrode tip was bent. The opaque ptfe insulator had disengaged. The blue heat shrink insulation holds the ptfe in place and the noted damage to the insulation could have caused the clear insulator to disengage. The device may have been cleaned with an abrasive material which would also contribute to the insulator disengaging. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged it should be discarded.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the sleeve fell off the coated diathermy electrode. No patient related adverse events were reported.